Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device. It is unknown if the customer noted a trend arrow on the device. Due to higher readings, the customer reported being seen by a healthcare provider where unspecified laboratory readings were taken and customer received unspecified treatment. There was no report of death, serious injury, or mistreatment associated with this event.